Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was reported discarded. (B)(4).

Event description:
Coiling treatment was conducted of an anterior cerebral artery aneurysm. It was reported that coil placement was not optimal. Upon repositioning, the coil prematurely detached. The implant coil and microcatheter were successful retrieved using a clamp. No injury was reported with the pt as a result of the procedure.